Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus valve involved complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed new left bundle branch block. No action was taken to treat the event. On the same day,the event was considered to be recovered with sequelae. The subject was discharged on aspirin and clopidogrel the following day.